Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
(B)(6). The pod was deactivated and she noticed the cannula was bent. It was also noticed that there was insulin leaking at the site. Hyperglycemia treated by patient activating new pod and bolus. The pod was worn between 36 and 48 hours on the leg.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia. The formed needle was inspected and no abnormalities were found. Although no defects were observed, a root cause for the reported skin condition could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Correction - device available for eval changed from unavailable to yes and date returned to mfg changed from unavailable to 9/27/2018. Correction: method changed from 4114 device not returned to 10 actual device evaluated.